Manufacturer narrative:
Additional information: b5 - upon follow up with the customer, the customer clarified that, after further investigation, a non-baxter set had caused the backflow. There is no allegation against the baxter set.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution intended for infusion to the patient backflowed through an unspecified quantity of clearlink system continu-flo solution sets and into the other intravenous bag. The setup was infusing rituximab that was supposed to complete over six (6) hours; however, after 1 hour and 45 minutes, the rituximab bag was empty and the solution had back flowed into the flush bag. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.